Event description:
It was reported that pump would not recognize an upstream occlusion. It was determined that there was no patient injury related to the symptom.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.